Event description:
A facility voluntary medwatch was rec'd by product surveillance on november 26, 2007 concerning a triple infusion pump that failed without warning during pt use. The following is the event description from the facility voluntary medwatch: "pt on multiple vasopressors and status post arrest. Vasopressin was running on one channel of the triple pump and failed without warning. Vasopressin immediately switched to new channel; however, increased vital sign monitoring due to drop in blood pressure with the stop in vasopressin. Systolic blood pressure dropped by 15 mm hg for less than 5 minutes". Add'l info rec'd from facility risk mgr on 12/18/2007 indicates: this is a male pt transferred from another hospital in 2007. Pt was admitted with complaints of abdominal pain and bloody diarrhea. Pt had arrested 9 days later, and was placed on vasopressin, heparin, and an anticoagulant (dose, rate, concentration unk). Plasmapheresis had been tried. Unable to determine if this was successful. Facility nursing entry 2 months after states: pt is on a ventilator, has a tracheotomy collar, sub-optimal blood glucose (level not known), is febrile and responds to the mother. The nursing plan is to discuss long term care versus home care for this pt.

Manufacturer narrative:
Eval summary: during eval by the facility biomedical dept, the reported condition of failure without warning was not duplicated. However, failure code 810:11 was confirmed in the event history for channel c. However, the tubing for channel c was free of moisture. As indicated by the customer, the pump was tested and met specs and is back in use. Baxter has requested the device be returned to the product analysis lab for eval. Should the pump be rec'd for eval, a f/u report will be filed upon completion of an eval or if any add'l info becomes available.